Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure as the device was no longer functional. During surgery, fluid leak was confirmed as there was no saline in the system. Therefore, it was decided to remove and replace the entire aus. No patient complications were reported.